Manufacturer narrative:
Unit received with missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test due to missing segments.

Event description:
The customer reported via phone call that the screen was shattered. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.